Manufacturer narrative:
(B)(4) = jaws. The er320 device was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws, nine scissored clips were formed. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.the batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip of the device ejected from the 1st to 4th firing. No clips fell into the patient. The clips were fed into the jaws slightly out of alignment. There was no resistance in grasping the trigger. There was no unexpected noise. There was no torquing or twisting of the device present. The device was not fired on something hard such as an existing clip. The device was not fired after the event. Another competitive device was used to complete the case. There were no adverse consequences to the patient.